Manufacturer narrative:
In the worst case the reported unintended radiation release dose is less than 500 mgy. Additional information was requested for investigation. Supplemental report will be submitted I additional information becomes available. This report was submitted september 29, 2016.

Event description:
It was reported that an x-ray hand switch button got stuck during a fluoro procedure on the arcadis avantic system. The technician noticed the failure and switched off the system to stop radiation release. It is assumed that no injuries are attributed to the event as persons present in the exam room were wearing radiation protective clothing.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. A root cause could not be determined as the affected components were not returned for evaluation. A new design of the x-ray handswitch was released in 2009 to prevent the possibility of buttons becoming stuck on the handswitch. The affected handswitch was exchanged and the system was returned to clinical use. No further actions are to be taken at this time.